Event description:
It was reported that a user experienced elevated blood glucose while using the ilet following missed meal announcements, with a highest reported value of 326 mg/dl and several hours spent above range; the user remained on ilet therapy and did not use backup therapy, test ketones, or seek medical care. Symptoms included no reported acute clinical effects. Outcomes included no physical impairment or activity limitations. Investigation included customer interview and troubleshooting with education regarding proper meal announcement use. Investigation of this case revealed user-related operation consistent with missed meal announcements resulting in hyperglycemia, with the device functioning as designed and blood glucose returning to range after continued use. It was concluded that the event was attributable to user management of therapy rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.